Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Upon completion of a routine hemodialysis treatment, the operator noted blood inside the cycler door when removing the cartridge. The blood loss was estimated as approximately 60cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak in the bonding of the venous patient line which was most likely caused by insufficient solvent application during manufacturing which created a weakened bond joint. The user's guide addresses the potential for leaks with the following warning: the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, or other potential causes. Leaking fluids could lead to blood loss, injury or death. Always tighten and recheck all fluide lines, connections, caps, and clamps. Visually inspect the system periodically for evidence of leaks. Terminate treatment if a leak cannot be resolved. All cartridges are 100% leak tested during the manufacturing process. This appears to be a random isolated event. There have been no similar events reported for this lot of cartridges. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.